Manufacturer narrative:
(B)(4). Covidien is attempting to collect sample for failure analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reports during pre-test, a nurse noticed the balloon in the bronco-cath cuff did not deflate. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.